Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update had resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Code fix released in patch installed 28-jun-2007.

Event description:
When multiple users simultaneously are adding patient and request, it is found that some patients are getting the wrong requests attached. There was no reported patient injury associated with this event.